Manufacturer narrative:
(B)(4). Date sent to FDA: 02/03/2021. H3 video analysis: one complaint sample video was shared by complainant. Video footage was consisting of zipper tray, zipper lid, suture, and needle. Upon preliminary photographic investigation it has been observed that zipper lid presented in the video matches with ethicon approved artwork. However, complaint sample foil was not visible in the footage. Hence, actual product integrity could not be verified. In the absence of details pertaining to product integrity, so it could not be concluded that what has contributed in the loss of suture tensile strength. H3 retained sample analysis: five retain samples of incident codes nw2401 and lot number t6006 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: complaint sample: 3 units of actual complaint sample foils (01 open and 02 intact) were received for investigation for code nw2401 lot t6006. Open sample: suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Intact sample: received foils packs were visually inspected under a 10 x magnification and it has been observed that multitude of wrinkles over the whole foils. The intact foils were open, and it has been observed that suture received in partial to complete disintegrated condition, with several pinholes at the top label side as well as on bottom cavity side of the foil packs were observed. Returned needles were inspected with 10x magnification and no defect were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. ¿the detected breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.(B)(4). Date sent to the FDA: 5/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: could you please confirm how many devices present the issue (breakage suture)? - 2 foils. Device return follow up. 2 fresh foils of same batch is available pcf deferred due to quarantine restrictions.

Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.